Manufacturer narrative:
Complaint no: (B)(4). Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. The sample was returned for evaluation. A visual examination confirmed the reported hole in the tubing. However, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set, for a flogard, had a small hole in the tubing. The malfunction was observed when the set was being connected to the fluid. There was no patient involvement. Additional information was requested and is not available.